Event description:
Dialyzer blood leak-over the course of two days, three patients sustained dialyzer blood leaks using hemodialyzers from the same manufacturer, lot (baxter/gambro revaclear 300, lot #c419109201) dialysis treatments interrupted and machine set-up changed with fresh tubing and dialyzer. Patients able to complete treatment. Estimated blood loss as a result of incident <200 ml. No patient injury, dialyzer lost pulled from further use for return to manufacturer. Patient on chronic hemodialysis developed blood in dialysate during hemodialysis treatment. FDA safety report ID # (B)(4).